Manufacturer narrative:
The 14f slx catheter was returned for evaluation. Visual inspection revealed no obvious defects. Functional testing was performed by clamping the distal end of the lumen with hemostats then flushing with water. When flushed through the venous luer a small leak was noted on the extension tubing approximately 1 cm distal to the end of the luer sleeve. Under magnification the hole appears to be the result of an external puncture. The device was further evaluated by medcomp engineering and confirmed the hole is an external puncture. The contract manufacturer conducted a review of the manufacture records for the lot number reported. The investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. A definitive root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following warnings and precautions: do not use sharp instruments near the extension lines or tubing. Do not use scissors to remove dressing. Catheter will be damaged if clamps other than what is provided with this kit are used. Clamping the catheter repeatedly in the same location will weaken tubing. Avoid clamping near the luers and hub of the catheter. Do not clamp over guidewire or stylet - tubing may become damaged. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information and the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Vascath was placed on friday (B)(6) 2026. There were no issues with insertion. Intensivist supervised insertion technique. No leaking noted that day. On saturday, (B)(6) dried blood was noted on leg but team was unaware of where it was coming from. Sunday morning, it was discovered it was coming from a very small hole on the blue lumen of the vascath.